Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: a review of the pump black box showed that the data from date of the event had been overwritten due to continued use. The current black box data shows no evidence of short battery life. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery compartment was found to be intact. During testing, the pump current draws measured within specification. The pump cover was removed and no intermittent connections or moisture damage was observed inside the pump. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.